Event description:
It was reported to baxter (B)(4) that the blue winged luer cap of three intermate lv100 devices were found to be detached before use. This is report number 3 of 3. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a detached winged luer cap could not be confirmed and the root cause could not be determined. Batch review determined that no nonconformance reports were opened during manufacturing of this device. This device is a single use device and was discarded.